Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and replaced/adjusted multiple parts the fse replaced the wash cup wb c4 valve assembly and a cc cuvette dry tip which was dirty. He also replaced the sample probe which was found contaminated with blood. The fse manually cleaned the no cuvettes cuvette segments as well as the wash station nozzles. He emphasized to the customer the importance of performing routine and as-needed maintenance as well as keeping the sample probe and cuvettes clean in order to obtain accurate test results. After troubleshooting and part replacement, a qc run was performed, and results were within acceptable limits. The wash cup wb c4 valve assembly, cc cuvette dry tip, no cuvettes cuvette segment, and sample probe were determined the likely causes of the discrepant results. Review of the service history for the architect (B)(4) identified no contributing factors and no subsequent issues have been reported since the parts were replaced and cleaned. A review of tracking and trending data in the product monitoring review for clinical chemistry systems did not identify any systemic issues or trends associated with the discrepant result issue described in the complaint. The c4000 erratic result rate was within acceptable limits with no trends identified. Trending data and manufacturing documentation for the cc cuvette dry tip, no cuvettes cuvette segment, wash cup wb c4 valve assembly and sample probe did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported falsely elevated and inconsistent potassium results on the architect c4000 analyzer. The customer provided the following example: sample ID (B)(6): potassium initial 9.0 mmol/l and retests of 3.4 and 3.4 mmol/l. No impact to patient management was reported.